Event description:
It was reported during the pt's permanent procedure the scs lead tails would not insert fully into the scs ipg header. Subsequently, the physician loosened the set screws and was able to successfully insert both tails into the ipg header. It was also reported lead diagnostics showed invalid and high impedance values for the scs lead. As a result, the physician replaced the scs lead with a new model 3228 scs lead which resolved the impedance issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.